Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent called and reported she changed the battery in the insulin pump and received a power error. Customer's blood glucose was 29.7 mmol/l, which was treated with manual injection. The customer's parent was instructed on how to resolve the power error alarm and was advised to monitor the device and call back if issue were to recur in 4 hours. The device will not be returning for analysis at this time.